Event description:
It was reported that a spectrum iq pump had an over infusing vtbi 20, 40 ml/hr. Delivers over 21 ml during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an 'over infusing. Vtbi (volume to be infuse) 20, 40 ml/hr. Delivers over 21 ml' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.